Manufacturer narrative:
The issue was resolved for the customer by ensuring that the unit was operating to specification.

Event description:
It was reported that the brakes are not working properly on the patient left side of the device. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the brakes are not working properly on the patient left side of the device. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.